Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, when the surgeon was suturing the vaginal cuff, the loop at the end of the suture ripped. The procedure was completed with a different device with no adverse patient consequences reported. No additional information was provided.